Event description:
It was reported that the patient presented in clinic to have their right ventricular (rv) lead revised due to over-sensing noise which led to pacing inhibition. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. Additionally, the pacemaker (pm) was also prophylactically replaced due to being on the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The patient was stable throughout the procedure.